Event description:
It was reported that (1) device was used during a t & a procedure. It was reported by the rep that the hp052 instrument worked for a short time (5 seconds), then "straight lined". Completed the case using cautery. There was no consequence to the pt.